Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, the right ventricular (rv) lead was sensing the right atrium instead of the right ventricle. Fluoroscopy was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.